Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(4). The patient reported obtaining blood glucose readings of 302 and 458mg/dl on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient also alleged obtaining blood glucose readings of 302 and 161mg/dl on the subject meter, obtained within 20 minutes of each other. These results exceed lifescan's criteria for precision. The patient reported obtaining a reading of 146mg/dl on a onetouch ultra meter and 148mg/dl on an ultralink meter within 30 minutes of obtaining the reported reading of 302mg/dl on the subject meter. The patient also alleged that sometimes the onetouch verio meter was reading blood as control solution. The patient manages their diabetes with an insulin pump. The patient reported increasing their usual dose of insulin to 15 units of novalog in response to the reported high readings. The patient reported that as time progressed they developed symptoms of tired, nausea, dried mouth, slurred speech and passed out. The patient reported self-treating these symptoms; however the exact treatment is unknown. At the time of troubleshooting the cca walked the patient through a control solution test. This test passed with readings within the range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.